Event description:
It was reported that this right ventricular (rv) lead had increasing shock lead impedance (sli) measurements including values greater than 200 ohms on the rv coil to right atrial (ra) lead coil vector, which was out-of-range. Technical services (ts) performed troubleshooting and recommended reprogramming shock impedance to a new vector and defibrillation threshold (dft) test testing. Health care professional noted that reprogramming will be done. No adverse patient effects were reported. Currently, this lead remains in service.